Event description:
The physician was attempting to implant a 2.5 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting to treat a totally plugged and calcific lesion in the lad of a patient with 90% and moderate tortuosity. It was reported that the lesion was pre dilated and another des was used but it could not pass the lesion. The physician then used the endeavor resolute stent; however difficulties were encountered positioning the stent and the stent could not pass the lesion and was noted to be damaged when it was removed from the patient. Another des was then used for treatment. No patient injury or clinical sequelae were reported for the event. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed. Cine image review: one image of the fluoroscopy runs was on the procedural image cd. There were no images of the procedure. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion with 90% stenosis and moderate tortuosity). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion with 90% stenosis and moderate tortuosity). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).